Event description:
It was reported that the 112 in 15 drop IV administration set experienced leakage. The following information was provided by the initial reporter: material no: mx9128 and batch no: 20096616. Mx9128 is leaking at port closest to bag spike. Leaks with 3ml syringe.

Manufacturer narrative:
H6: investigation summary: a photo/video and later a sample were provided by customer of the smartsite which was reported leaking. The video quality is not optimal and the leak is difficult to see. The set was primed and multiple infusions were ran without any leak. The male luer end was occluded and using syringe and saline, fluid was injected into the tubing to try to force a leak. Every port was tested including the port reported by customer as leaking. No leak was noticed. Multiple attempts were made to contact customer for further information as to the conditions that the leak occurred and no more details were provided. The leak was never recreated. Without an adequate photo or evidence of leak, the complaint cannot be verified and the root cause is unknown. A device history record review for model mx9128 lot number 20096616 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 112 in 15 drop IV administration set experienced leakage. The following information was provided by the initial reporter: material no: mx9128, batch no: 20096616. Mx9128 is leaking at port closest to bag spike. Leaks with 3ml syringe.